Manufacturer narrative:
An evaluation of the device cannot be performed as the devices were retained at (B)(6). Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
The arthroplasty was revised due to femoral and tibial loosening.the components were implanted in situ for ~6.25 y.the tibial and femoral component were revised. The patient presented with a ucla score of 6 three months prior to revision surgery and a maximum score of 8.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding loosening involving a scorpio nrg ps femoral #11 right was reported. The event was not confirmed. Medical records received and evaluation: review of the provided medical records by a clinical consultant was not performed as insufficient records were received. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves the revision of the tibial and femoral components due to loosening. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as dated x-rays, medical records, an examination of components, and patient history are needed to determine the root cause.

Event description:
The arthroplasty was revised due to femoral and tibial loosening. The components were implanted in situ for approximately 6.25 y. The tibial and femoral component were revised. The patient presented with a ucla score of 6 three months prior to revision surgery and a maximum score of 8.